Event description:
Patient presenting as a transfer for chronic incarcerated ventral hernia containing numerous loops of small bowel, with possible evolving/early small bowel obstruction as well as a large 13 x 20 cm left pelvic/adnexal mass worrisome for gynecologic neoplasm. Taken to or for open ventral hernia repair with possible ovarian cystectomy and bowel resection. This stapler misfired during use on patient. This malfunction caused the patient to have more bowel resected than would have been necessary, had it not misfired. After misfire, new stapler was obtained to finish case. The surgeon stated they have had issues with this stapler in the past.